Manufacturer narrative:
Boston scientific crm received information that the patient was presented to the electrophysiology lab (ep) lab and the device was electively explanted due to normal battery depletion. An existing chronic model#4088 lead was placed back in-service and was inserted into the rv pace/sense port of the replacement device. Model#0085 was explanted via laser extraction. There were no allegations or complaints against model#0085 as the patient's lv ejection fraction had improved and successful defibrillation threshold (dft) testing was performed without model #0085. The rv pace/sense portion of model#0158 was surgically capped, however, the shock portion remains inservice. Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that the device's life cell capacity and current drain were within a normal range. Upon receipt, microscopic visual inspections identified no irregularities. All of the seal plugs were intact and all of the setscrews moved freely. Pacing and shock impedance testing and the recorded values were normal. The device was put through and passed a series of automated diagnostic testing that verified the operation and functionality of the device. It was concluded that the device operated normally throughout laboratory testing.

Event description:
Boston scientific crm received information that this patient's latitude system detected a red alert (low right ventricular (rv) pacing lead impedance). The alert was reviewed by the clinic nurse on latitude's physician's web site. The local representative informed technical services that this rv lead was exhibiting an rv lead pacing impedance of less than 200 ohms. The patient was experiencing dizzy spells so the clinic requested that the patient perform a patient initiated interrogation (pii). The pii was reviewed by the clinic and the patient was scheduled for an in-office followup. Additionally, the patient was experiencing right atrial (ra) issues and the device was reprogrammed. The clinic reported that the patient is very thin and the device is starting to protrude. The local representative reported that there was no evidence of a pocket infection and the pocket skin had thinned but the device had not protruded through. The physician was considering replacing the device and re-implanting on the opposite side. The device monitoring voltage was 2.58 volts at 10.3 seconds. Subsequently, the latitude monitoring system detected two red alerts (tachy mode other than monitor + therapy and parameter error). The clinic rn contacted technical services to discuss the two red alerts. Technical services informed the clinic nurse that the first alert may have occurred because the tachy mode of the device may have been reprogrammed to prevent inappropriate shocks. The parameter error alert may have occurred when the tachy mode was reprogrammed to off-electrocautery. The patient was admitted to the hospital and the clinic rn contacted technical services to confirm that the device had been programmed to off-electrocautery to pace asynchronously and the tachycardia mode was programmed off until the lead revision.